Event description:
The guide wire separated in the circumflex artery after completion of a ptca/stent procedure. The pt experienced angina and was sent to surgery for removal of the fragment. The pt has recovered from surgery and discharged home. The hospital has retained the wire.